Event description:
Information was received from a patient regarding an external device. The reason for call was patient reported the controller gave memory problem screen and became unresponsive 2-3 days ago. Patient service specialist walked patient through removing the battery pack and plugging controller into the ac power cord; patient confirmed controller did not power on. Patient inserted the battery and the controller did not power on. The issue was not resolved. An email was sent to the repair department to replace the controller. No symptoms were reported. Patient called back because they received the replacement controller from this case, but the controller was blank/unresponsive. Patient services specialist (pss) discovered the pt had aa batteries inside the controller and they noted they didn't remove the libattery pack from the old controller before returning the old controller to medtronic. Pt used their wife's li battery pack and paired the controller successfully, but the pt returned their li battery pack. A replacement battery pack was sent out.

Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 97745, serial/lot #: (B)(6), UDI#: (B)(4). B3: date is approximate. Month and year are confirmed valid. H3: product ID: 97745, serial/lot #: (B)(6) was returned for product analysis. Analysis found the lcd was damaged and the case was broken. The maim board connector pins were also broken. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.